Event description:
Caller alleged discrepant results using the inratio2 meter. Testing was done at the same time using the same venipuncture sample. Pt self tester began testing at the end of (B)(6) 2011. Pt's coumadin dose has been adjusted as a result of his meter inr the past month, but the lab draw today was the first lab correlation done. Pt's wife expressed concern that the strips may have sat out in the hot sun when they were delivered.

Manufacturer narrative:
Investigation pending.